Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for a setscrew check on their implantable cardioverter defibrillator. During the procedure, the setscrew appeared fine. Fluoroscopy was performed which noted right ventricular lead dislodgement. The lead was repositioned which resulted in stable parameters. During the procedure, the left ventricular lead was dislodged. The right ventricular lead's setscrew had difficulty tightening, but was able to be secured. The left ventricular lead's setscrew could not be tightened. The device and left ventricular lead were explanted. A replacement ICD was implanted and connected to the patient's chronic rv lead. The patient was stable throughout the procedure.